Event description:
It was reported that the intermittent catheter that had been recalled. The patient had been having infection for about a year now. No infection before using this catheter and then been on medication to combat this infection. (Lot# jugv9165 - 3 boxes) (lot# jugv1735 - 2 boxes).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "patient sensitivity to materials". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings this is a single use device. Do not re sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions inspect the catheter before use. Do not use the product if the device or packaging is damaged. Adverse reactions urinary tract infection bleeding from the urethra irritation of the urethra" correction: b,f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the intermittent catheter that had been recalled. The patient had been having infection for about a year now. No infection before using this catheter and then been on medication to combat this infection. (Lot# jugv9165 - 3 boxes) (lot# jugv1735 - 2 boxes). Per customer follow up received 05feb2024, it was reported that the customer no longer needs to use the catheters. Customer states is continuously still having urinary tract infection and is on prescription antibiotics to combat it. Customer states as soon as the patient runs out of antibiotics, uti comes back. Per customer, no sample is available and no further information is available.